Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, the pump had a high sleep current measurement. The pump was monitored and no rewind anomaly noted. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge.a battery simulator was used and continued testing. Still, the pump had a high sleep current measurement.successfully downloaded history files and traces using thump.old power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2024 18:57:14.000. (B)(6) 2024 18:57:22.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 18:46:47.000. (B)(6) 2024 19:18:15.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2024 18:57:04.000. Insert battery alarm was expected since the battery was removed from the pump. Old power management tool was used and there was no power data available for power loss alarm and pump error 23 alarm. The pump was cut open to perform visual inspection and found corrosion on the force sensor and motor assembly noted. No corrosion or moisture damage found on the pcba 1, pcba 2 and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement.the pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the hw (pcba 1/pcba 2). Please see below for pump errors/alarms noted 2 days prior to the event date 28-feb-2024 in the formatted history file. Lost sensor alert was recorded and found in the formatted history file on: (B)(6) 2024 17:29:00.000the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing.pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2024 07:29:20.000, (B)(6) 2024 09:12:10.000, (B)(6) 2024 10:27:00.000, (B)(6) 2024 14:17:25.000, (B)(6) 2024 18:58:47.000, (B)(6) 2024 18:59:17.000. Pump error 130 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly noted. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case.customer alleged for rewind anomaly was not confirmed. However, pump error 130 alarm was confirmed according in the formatted history file due to corrosion on the force sensor and motor assembly noted.also, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the hw (pcba 1/pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.